Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with another of same device. No patient complications were reported and the patient was in good condition.